Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure once the access to right femoral vein was obtained. Difficulty in insertion of the sheath was noted into the versacross connect. The sheath and the dilator was removed, when deformity on the distal edge of the sheath was noted. It was mentioned that the distal edge had a little lip, appeared to be folded back on the dilator. The sheath/dilator had been attempted to be introduced into the vein multiple times, so that was theorized to cause the deformation of the sheath tip. No coating issues were noted. No leak or air was noted. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed.